Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during the revision of the left ventricular lead. The lead was explanted. No additional adverse patient effects were reported. The lead will not be returned.